Manufacturer narrative:
Unit passed displacement test, rewind, seating and basic occlusion test. Sleep current within specifications. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. Unit received with missing retainer ring, missing reservoir tube o-ring, cracked case at battery tube side and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no sensor signal and sensor signal not found. Customer's blood glucose was 93 mg/dl at the time of incident. Troubleshooting found that the sensor cannot communicate with the transmitter and assisted customer in turning the sensor feature on and off. Customer could not continue with troubleshooting and was advised to call back.